Event description:
It was reported issues with medications/fluids remaining "within lines beyond the specific library entries." The customer added that the issue is related to "overfill of some compounds" ("overfill" relates to the hospital's compounding pharmacy and their accounting or not accounting of the volume of overfill in the bag label of the prepared product). The customer reached out to bd asking, "is there a general configuration within the alaris pump set up that accounts for a preset volume of overfill or similar? Is there a recommended workflow for nursing to infuse the remaining 15-20ml from the line/bags?" Although requested, the customer declined to provide additional information and stated, "no issues or complaints I am aware of, just a general question inquiry." Bd clinical consultant has reached out to the customer to address the question. Additional information was received from the customer through due diligence. The customer reported that there are "no issues or complaints I am aware of, just a general question inquiry." Although additional information was requested, none was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.